Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on (B)(6) 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The evaluation confirmed the reported event and attributed to normal wear and tear (motor) based on age of device.

Event description:
It was reported that the ar-8332h, shaver has an unstable rotation and becomes hot during use. No adverse effect to the patient reported.